Event description:
The customer contacted physio-control to report that their device showed all three indicators (charge-pak, attention, and service wrench) in the readiness display. During device evaluation, physio-control observed from the downloaded device data that the internal hybrid layer capacitor (hlc) batteries had been depleted. The device might therefore not provide sufficient defibrillation therapy when required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to water having infiltrated the device. The water caused rust and corrosion and caused the internal hybrid layer capacitor (hlc) battery, designator bt2 to deplete rapidly which consequently caused the hlc battery, designator bt2 to vent. A replacement device was provided to the customer under warranty.